Event description:
Lead noise seen after patient received shock therapy. The shock the patient received was for legitimate vf. Pacing impedance has decreased, threshold have increased, and sensing values have decreased. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.